Manufacturer narrative:
The subject device was returned to an olympus service center for evaluation. During inspection and testing, service observed there was tissue glue on the bending cover of the scope. In addition, service found a leak in the instrument channel/tube due to a pinhole. Switch #1 was worn, the objective lens was damaged, and the labeling on the body control unit was missing. The bending angles were insufficient due to stretching of the angel wires. The light guide tube and protector were scratched and worn. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
The user facility reported that tissue glue remained on the bending part of the scope, and there was reduced angulation. The unspecified procedure was completed using a similar device, with no delay. There was no patient or user injury reported due to the event. This report is being submitted for the tissue glue found on the bending part.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the event was caused the following: a) tissue glue used during procedure before the suggested event was detected adhered to a-rubber of the subject device. B) the tissue glue was not removed by reprocessing. The user can detect the suggested event during inspection prior to use as the instructions for use (IFU) states as follows: "inspection of the endoscope: inspection of the endoscope: inspect the external surface of the entire insertion tube including the bending section and the distal end for dents, bulges, swelling, scratching, holes, sagging, transformation, bends, adhesion of foreign bodies, dropout of parts, any protruding objects or other irregularities." Olympus will continue to monitor field performance for this device.